Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken stylet was confirmed but the exact cause remained unknown. The product returned for evaluation was 10 sealed navarre biliary drainage catheters; product code nbd8, lot number gfav3639. The flexible cannula stylets of all kits were examined through the clear packaging and three were found to contain complete breaks. The stylets appeared clean and the material appeared to be uniform in color and form. The packaging of all kits was undamaged and appeared normal in color and appearance. Potential causes included manufacture anomaly at the stylet supplier or environmental/chemical degradation but no evidence supporting a specific root cause was determined during the investigation. Manufacture record review and incoming inspection for the implicated lot was unremarkable and had passed required inspection. The samples were sent to the manufacture facility for further review. A lot history review (lhr) of gfav3639 showed nine other similar product complaint(s) from this lot number. The complaints for this lot number (gfav3639) have been reported from the same facility.

Event description:
It was reported that the plastic fixator on the device broke prior to use on the patient. This file addresses catheter eight.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of gfav3639 showed nine other similar product complaint(s) from this lot number. The complaints for this lot number (gfav3639) have been reported from the same facility. Device not returned, at this time.

Event description:
It was reported that the plastic fixator on the device broke prior to use on the patient. This file addresses catheter eight.